Event description:
It was reported to resmed that while the astral device was in standby mode the display screen froze and the device became inoperable. There was no patient harm or injury reported as a result of this incident.